Event description:
The patient reported that the ok button was not working at all. The patient confirmed that the up and down arrow buttons were responding but the ok button would not do anything. The patient reportedly wore the pump attached to a belt and wiped the pump with a cloth.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok button was found to be unresponsive. The keypad was removed and adhesive was found under the ok button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.